Event description:
It was reported that while the customer's biomed was testing the device for the first time prior to placing it into service, the unit shut-down unexpectedly while attempting to deliver a 200 joules shock. This occurred a couple of times during testing. It was also indicated that after initially observing the reported symptom, the biomed was unable to duplicate the reported problem. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported failure was not verified. Proper operation was observed through functional and performance testing. The device was returned to the customer for use.